Manufacturer narrative:
The insulin pump had motor error alarms during basic occlusion test due a faulty force sensor resistor. Unable to perform occlusion, prime, and the excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed the motor test. The device had a scratched lcd window, cracked case at display window corners, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.